Event description:
It was reported that during surgery, block broke in impaction. There was no delay and a backup device was available. No pieces were left in the patient and no injury reported. Procedure was concluded using the opposite side of j2 bumper turned upside down to finish femoral impaction.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cross bar screw came out causing the device to disassemble. All pieces were returned. The device was manufactured in 2014 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, block broke in impaction. There was no delay and a backup device was available. It is unknown if there was an injury and if all pieces were recovered.